Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-17. H.6. Investigation summary: "material #: 368836. Lot/batch #: unknown (2039392 & 2039387 provided). Bd received 1 sample and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for holder separation was observed. The failure mode of label lift was not observed in the photos. The customer sample was evaluated by visual examination and the indicated failure mode for holder separation with the incident lot was observed. The failure mode of label lift was not observed. Additionally, 5 retention samples of each provided lot number (10 samples total) from bd inventory were evaluated by visual examination and functional testing, each used to draw 6 tubes with water, and the issues of holder separation and label lift were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder separation. This complaint has been unconfirmed for label lift. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the integrated holder separated from the non patient end needle and there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the needle was separated from the holder. The sticker label affixed to the holder was detached."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the integrated holder separated from the non patient end needle and there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the needle was separated from the holder. The sticker label affixed to the holder was detached."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for holder separation was observed. The indicated failure mode for label lift was not observed. Additionally, 5 retention samples of each reported lot number from bd inventory were evaluated by visual examination and functional testing, each used to draw 6 vacutainer tubes with water, and the issues of holder separation and label lift were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode holder separation. The complaint has been unconfirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode.